Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) (batch no. 740667,ess306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, hypertension and acid reflux (oesophageal). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced migraine ("migraine/headache"). In (B)(6) 2005, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2005, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"), vaginal discharge ("bladder/urinary problems: bladder problems., vaginal discharge"), psychological trauma ("psych injury") and bladder disorder ("bladder/urinary problems: bladder problems., vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, psychological trauma, bladder disorder, alopecia, hormone level abnormal, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, migraine, perforation, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient did not have essure removed, but is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet received. Essure lot numbers were added. Events "abnormal bleeding (vaginal), migraines/headaches, abdominal pain" were added. Event "plaintiff did not undergo essure confirmation test" was deleted. Plaintiff demographics, concurrent conditions, lab data and onset date of events added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) (batch no. Ess306-not valid,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, hypertension and acid reflux (oesophageal). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced migraine ("migraine/headache"). In (B)(6) 2005, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2005, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"), vaginal discharge ("bladder/urinary problems: bladder problems., vaginal discharge"), psychological trauma ("psych injury") and bladder disorder ("bladder/urinary problems: bladder problems., vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, psychological trauma, bladder disorder, alopecia, hormone level abnormal, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, migraine, perforation, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient did not have essure removed, but is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) (batch no. Ess306-not valid,740667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, hypertension and acid reflux (oesophageal). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced migraine ("migraine/headache"). In (B)(6) 2005, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2005, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"), vaginal discharge ("bladder/urinary problems: bladder problems., vaginal discharge"), psychological trauma ("psych injury") and bladder disorder ("bladder/urinary problems: bladder problems., vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, psychological trauma, bladder disorder, alopecia, hormone level abnormal, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, migraine, perforation, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient did not have essure removed, but is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Lot number ess306 is invalid . Lot number: 740667, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems., vaginal discharge"), vaginal discharge ("bladder/urinary problems: bladder problems., vaginal discharge") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal discharge, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, perforation, psychological trauma, vaginal discharge and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: injury nos was replaced with menorrhagia. New events added - dyspareunia, , menorrhagia, psych injury, perforation: other, bladder problems., vaginal discharge, hair loss, hormonal changes, weight gain, plaintiff did not undergo essure confirmation test. Patients dob was added. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.